Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test and displacement test due to blank display. Insulin pump had corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return after removing the battery for 10 minutes and inserting a new one. The insulin pump was returned for analysis.